Event description:
A report was received that the patient had a mild pocket site infection. The patient was treated with keflex antibiotics. The event was assessed to be device and implant procedure related.

Event description:
A report was received that the patient had a mild pocket site infection. The patient was treated with keflex antibiotics. The event was assessed to be device and implant procedure related.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.